Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and mesh was implanted; and on (B)(6) 2002, pelvicol was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2002 by dr. (B)(6) due to dyspareunia posterior vaginal vault secondary to foreign body reaction. It was reported that following insertion the patient experienced dyspareunia, enterocele, rectocele, scarring, and chronic inflammation.